Manufacturer narrative:
Device analysis report attached. This report is submitted on may 17, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on december 19, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. This report is submitted on january 24, 2024.